Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Probable root causes are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips were not staying in the end of the medium-large clip applier instrument and when the clips did stay in the end of the medium-large clip applier instrument, the clips were not closing or clipping as intended. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: this issue occurred prior to clip application and when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to the jaws remaining static or unexpected motion. It occurred on the 1st clip application, and the customer resolved the issue by using a new clip applier instrument. The customer has returned the instrument back to isi. There are no photos or videos for isi to review. Patient demographic information was provided.